Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported she had been experiencing more pain since approximately (B)(6) 2016 and would like to meet with a manufacturer re presentative to try making adjustments. The consumer was directed to contact her health care professional (hcp). Information received from a hcp reported receiving a message from the consumer that the stimulation was not working right. Information received from the consumer indicated she felt like she wanted to have her stimulation updated or tweaked. Indication for use included spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.